Event description:
During the procedure, the robot alarmed and sent an error message that arm number three was disabled. The representative from the company was in the room and was unable to fix the problem, so arm number three had to be disabled for the rest of the procedure. The procedure could not continue robotically and had to proceed to laparoscopic, and finally an open procedure. There was not injury to the patient.